Manufacturer narrative:
H6: investigation results indicate that the most likely cause of breakage is from metal contact on the router flutes. The quality investigation is complete.

Event description:
It was reported that the bur broke and a piece of the bur was retained in the skull during a craniotomy. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke and a piece of the bur was retained in the skull during a craniotomy. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.